Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was first implanted on the left side, but it was on a nerve and it never quit hurting, so it was moved to the right side. The patient stated that they think something is left on the left side. No further complications were reported or anticipated. No device allegations were made.